Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd discardit syringe s2 packaging perforation is poor. The following information was provided by the initial reporter, translated from german to english: when did the incident occur? Before use when separating at the perforations of the sterile syringe packaging, it can happen that other peel packs are torn open and the item is no longer sterile. The customer is currently cutting the layers with scissors to keep the remaining sterile packaging sterile.

Manufacturer narrative:
A device history record review was completed for provided material number 309110 and lot number 2311197. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, two (2) syringe samples were returned for evaluation by our quality team. Through analysis of the samples, the reported issue of packaging difficult to open/tearing was identified. Twenty (20) additional retained samples were obtained from the manufacturing facility for review; however, the retained samples did not display the packaging defect. Based on the evaluation of the returned samples, it has been determined that this incident was most likely produced from a temporary failure in the cutting system. The packaging machinery has a cutting system for the packaging strips. If a failure were to occur in this cutting system, difficulties could result with the opening of the blister packages. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. This is the first report received for this type of defect for material 309110 and lot 2311197. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.